Manufacturer narrative:
Following a most recent FDA inspection, this incident is being retrospectively reported. Device evaluation could not be performed, as device was not returned to surgical innovations. The DHR was reviewed for lot 708338, part number: 120-7800, which was manufactured march 2016. Device history record review of the product assembly and packaging was recorded as adhering to specified requirements for final inspection and released on 24 march 2016. (B)(4). No other complaints have been raised in relation to its batch number. The root cause of the screw falling out could not be established as device was not returned for evaluation.

Event description:
A distributor reported a complaint to surgical innovations. During a procedure undertaken at a hospital in (B)(6), a retaining rivet jaw mechanism became loose causing a piece of the device to fall into the patient. Attempts to recover the piece of the device have been unsuccessful.